Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. Post-op, the patient "began experiencing low back pain, radiating to lower extremities and subsequently increased to complete disability in early 2012. Multiple tests performed including CT/myelogram on 2012. Results of this test noted ectopic bone growth and surgery was performed several weeks later. Following revision surgery in 2012, had good recovery following full program of pt. However, began experiencing recurrent low back pain radiating to legs in approx 2012-2012. Pain contained to increase and an additional 12 weeks of pt was prescribed. Currently, experiencing significant low back and leg pain, which affects even dressing without assistance. Am physically limited due to pain and stiffness."